Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display and missing segments/partial display. Unable to download using thump software due to display anomaly. Unable to perform sleep current test, active current test and self-test. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assembly. During visual inspection under microscope found cracked glass and bleeding noted on the lcd display. Per visual inspection found moisture damage on pcba 1, pcba 2 and motor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked glass, bleeding and scratched case. In conclusion, customer concern for cosmetic damage at lcd screen was not confirmed, however, other cosmetic damage confirmed where scratched case was noted. Blank display was confirmed due to moisture on electronic assemblies. Missing segments/partial display confirmed due to cracked lcd glass and bleeding screen on pcba 1. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.